Event description:
Reporter states the end user is a foot propeller and that the bolls that attaches to caster housing cut into end user's left ankle and end user's ankle got intected which caused end user to be hospitalized.